Event description:
A health care professional reported that the female patient (with medical history of guttate pre-operation) experienced a corneal burn during a phaco procedure (at initial sculpting mode). On first grooving, the occlusion ¿ping¿ sounded and white material (fumes) was notes at the phaco tip and wound burn occurred immediately. There were no warnings on the machine screen. The wound burn required three sutures and glue to close, prolonged surgery so high that chance of corneal decompensation were high. The procedure was completed on same day by replacing with new handpiece. Although the patient was not admitted to the hospital but the current patient condition was unknown. This report pertains to phaco tip involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.